Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing dangerously low blood glucose and the paramedics were called. Customer was treated with glucose. Customer then reported that blood glucose went high to 400 mg/dl and treated with insulin pump. Customer declined troubleshooting and will monitor the situation. Devices are not expected to return for failure analysis.